Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient got hospitalized due to high blood glucose levels on (B)(6) 2024. Patient vomited which led to hospitalization. Blood glucose levels were 500 mg/dl at the time of hospitalization. The patient was feeling sick/unwell at the time of hospitalization. She got intravenous insulin drip as treatment in hospital. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).